Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly, report of an infectious patient with our product.

Manufacturer narrative:
This is the same report as 3010536692-2014-01503, -1504, -1506, -1507, -1508. Report will be updated when investigation is complete.